Manufacturer narrative:
No malfunction suspected. The end user was operating the power wheelchair on the roadway at nighttime and was struck by a motor vehicle. Hoveround's owner's manual warns "[t]o avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user reports being struck by a motor vehicle while operating his power wheelchair on the street at nighttime.